Manufacturer narrative:
Final analysis found and external abrasion that had breached the insulation 38.1 cm to 38.2 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.